Event description:
During a standard dental treatment on upper right arch handpiece got hot and burned the triangle tool which was used to retract the cheek during use of handpiece. Pt was not affected.

Manufacturer narrative:
The analysis did show that the head had a dent. This caused the back cap button to stick in, interfering with the internal moving parts. This caused high friction and therefore increase of temperature. In addition, some inner moving parts have been worn out. This also leads to a higher resistance and therefore to an increase of temperature. The dent shows that the handpiece received a strong hit, e.g. By dropping during reprocessing. The user instruction requires a visual and functional test to each treatment to ensure that the handpiece is running within specifications. Reported due to the 2 year presumption rule.